Manufacturer narrative:
Additional narrative: h6 - work order search - no additional similar complaint type events within associated lots were found. Corrected data: b2 - corrected to 'required intervention to prevent permanent impairment/damage' in initial MDR. B5 - 'a repositioning was performed on (B)(6) 2020, but this did not resolve the problem.' Should have been included in initial MDR. H6 - patient code 3191 (secondary surgical intervention - lens repositioning) should have been included in initial MDR. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
B5 - the lens was exchanged for a longer length lens on (B)(6) 2021, and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -12.0/+3.5/126 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. The surgeon reports low vault, lens rotation, refractive change over time, and permanent loss of bcva. Reportedly, the lens remains implanted. The cause of the event is reported as a patient-related factor and says, "probably the wtw was under measured the 1st time."